Manufacturer narrative:
(B)(4). Medical product: unknown nexgen articular surface catalog # ni, lot # ni. Unknown nexgen femoral component catalog # ni, lot # ni. Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2018 - 00086; 0001822565 - 2018 - 00091.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently the patient was revised after 8 months due to infection.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.